Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath and upon removal, the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the proximal end of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. There were no issues noted with the polymer shaft of the device. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were noted during analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.